Event description:
Healthcare professional reported bilateral replacement due to patient¿s concern with the product. Patient representative reported "fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, capsular contracture, itching, swelling, hardening of breasts. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life; and other physical and emotional manifestations that are severe and ongoing." Patient representative also reported "chronic gastrointestinal upset or reflux, significant weight loss," "scarring and disfigurement" which were determined not to be device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, g.2, h.6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, deformation, and weight to the spec. Cloudy was observed after autoclave disinfection process based on the device analysis the final assessment is:no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported pain, swelling and a right side capsular contracture, baker grade unknown. Device has been explanted.